Event description:
According to the reporter: the bag separated from the device. The bag fell into the pt cavity. The bag was retrieved and another device was used without incident.

Manufacturer narrative:
(B)(4).